Event description:
The customer reported "as from 50 joules, the defibrillator does not shock anymore." The device was reported to be in use on a patient, but no adverse event to patient or user was reported.